Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: at the first firing the tip of the egia45ctav touched the pulmonary artery and 3000 cc of bleeding occurred. The procedure was converted from vats to open chest. Pt is under observation. There was bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.